Event description:
It was reported that during a tbc procedure, the clear plastic component on the insulated blade electrode was found to be loose. The component fell into the cavity of the patient and was subsequently removed by the surgeon during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d3 (MFR name and address), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the electrode is discolored and has eschar stuck to it. The blue insulation does not appear to be damaged. The clear piece of insulation has detached from the electrode, but it is shown in the picture. Functional testing found that without receiving the device, a detailed investigation could not be performed for the reported complaint. It was reported that the clear plastic component on the insulated blade electrode (e1455 the edge ent/ima electrode x50) was found to be loose. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a tbc procedure, the clear plastic component on the insulated blade electrode (e1455 the edge ent/ima electrode x50) was found to be loose. The component fell into the cavity of the patient and was subsequently removed by the surgeon during the procedure. No patient complications have been reported as a result of this event.